Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The unit was tested with multiple scopes and a video processor; the unit was verified to function as intended. However, the power switch was noted to be bent and replacement of the power switch was required in order to repair the device.

Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was identified on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event and device evaluation findings was damage to the front panel, power switch and the scope socket due to an impact, which deviated from the expected service conditions. As stated in the instructions for use, as a preventive measure, "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."